Manufacturer narrative:
The insulin pump failed the displacement test with 278.6 units remaining on the status screen and alarmed for a motor error during the rewind due to a motor encoder out of phase. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. Customer reported that the insulin pump was in the same room with him when he had an MRI. Customer's blood glucose reading was 119 mg/dl. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.